Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a encephalo-duro-arterio-synangiosis for child, three lactosorb clamps were used and one broke directly on the outer plate. It was noted that load was applied to the post during the skin flap closure.

Manufacturer narrative:
The product was not returned for an evaluation, however, the distributor provided a picture of the product in question. Photographic inspection revealed the post is bent, the cap that should be on the distal end is not present, and the inner and outer plates are not present on the assembly. Based on these, the complaint is confirmed. According to the evaluation, the most-likely cause of the complaint could not be determined as the product was not returned.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Based on the product return, the following were updated: device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The product was visually evaluated under a digital microscope. It was revealed that the rapid flap was fractured through the post and the majority of the post was fractured through the minor diameter; therefore the complaint is confirmed. It is stated within the complaint that a load was applied to the post during use. The most-likely cause was determined to be excessive force being applied to the outer post during use. There are no indications of manufacturing defects.